Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It was reported the mini trek was inflated to 18 atmospheres (atm) during the procedure which may have contributed to the reported difficulty. It should be noted the mini trek otw coronary dilatation catheter instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Use of a pressure-monitoring device is recommended to prevent over pressurization. As the balloon was over pressurized, this could lead to inner member lumen collapse, contributing to the reported difficulty removing the guide wire; however this could not be confirmed and a conclusive cause could not be determined. However, there is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to remove the guide wire. All products are visually inspected for proper guide wire movement during manufacture. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure of the highly calcified right coronary artery, the .010 non-abbott guide wire was delivered and a rotablator was performed to the vessel. The 1.5 x 20 mm mini trek was delivered and inflated to 16 atmosphere, then 18 atmosphere and deflated. During removal the device became stuck on the non-abbott guide wire and could not be removed from the anatomy. A pilot 200 was used as a buddy wire to aid removal of the non-abbott guide wire and mini trek from the anatomy. Although a delay in the procedure time was reported, there was no clinically significant delay due to the device issue. There was no reported adverse patient effect. A 1.25 non-abbott balloon was used to continue the procedure without incident. No additional information was provided.